Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 (air in line) on the home choice (hc) device during dwell 3 of 5. The home patient (hp) was connected to the machine. All bags were properly spiked and connected. The baxter technical representative (tsr) had hp power cycle the hc. Hc alarmed se 2367. Tsr had hp power cycle the hc again. Hc went to press go to start. Tsr informed hp to start over with all new supplies or perform therapy manually. Tsr instructed hp to inform renal nurse (rn). There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4) and 510k number will not be provided in the emdr, because the product code and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.